Event description:
The pt was implated with a siltex low bleed gel-filled mammary prosthesis. Subsequently, the pt experienced a rupture of the device, capsular contracture, breast pain, asymmetry and lymphadenopathy. The device was removed in 1999.